Manufacturer narrative:
The insulin pump was returned with a cracked and bleeding lcd glass. Unable to perform functional testing or confirm any alarms due to the cracked and bleeding lcd.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose of 579 mg/dl. The customer stated that she was told she could've killed herself with all of the insulin she was giving herself. Prior to the event, the customer woke up from a nap, and had a blood glucose of 279 mg/dl. The customer bolused, then went back to sleep. When she woke up, she was over 500 mg/dl. The customer stated that she didn't change the infusion set because she had just changed it the day before. Troubleshooting was performed. Found that the cannula was not bent. The insulin pump was programmed with the correct basal rates, but the time was incorrect, which could've affected the basal rate delivery. The customer was advised of this, but she wanted the insulin pump replaced. Also, found multiple alarms, including battery out limit and failed battery test. Nothing further was reported